Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results 4 patient samples resulting positive on one target (orf1ab) when using the simplexa covid-19 direct assay, but negative when tested on a competitor assay (certest viasure). Run analysis of the simplexa results showed 4 samples detected for only the orf1ab target: - (B)(4) orf1ab CT = 33.4. - (B)(4) orf1ab CT = 36.3. - (B)(4)orf1ab CT = 36.5. - (B)(4)orf1ab CT = 33.7. An IFU on the certest viasure was provided and there were key differences between the simplexa assay and the competitor: - the certest assay extracts the sample while the simplexa assay does not. - the certest assay targets (n gene, orf1ab) are different than the simplexa targets (s gene, orf1ab). The customer's device and suspected false positive samples were not provided for investigation. According to the customer, these samples were negative on certest viasure, but no data was provided from the competitor assay. Based on the CT values from the simplexa assay, it is likely that these 4 samples were near the limit of detection of the simplexa assay. Retains of mol4150, lot# x8189n were tested on 6/2/2020 with a total of 4 no-template control (ntc) replicates and 4 positive control replicates. Zero (0) false positives occurred in either s gene or orf1ab targets in the ntc testing and all 4 positive controls were detected for all targets without issues (zero false negatives). The alleged false positive could not be replicated during retain testing. Batch record review showed the critical component, reaction mix mol4151, lot# x8190n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 2nd complaint on mol4150, lot# x8189n for suspected false positive results.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results 4 patient samples resulting positive on one target (orf1ab) when using the simplexa covid-19 direct assay, but negative when tested on a competitor assay (certest viasure). The customer confirmed the alleged false positive result was not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. Other than patient sample ID numbers, other patient information and sample collection method was not provided.